Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. The user tested the other 2 staples, but the same issue occurred. Therefore, the fourth unit was used for the procedure." No patient involvement. See associated mdrs #3003898360-2023-01414 and #3003898360-2023-01412.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were severely misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. The user tested the other 2 staples, but the same issue occurred. Therefore, the fourth unit was used for the procedure." No patient involvement. See associated mdrs #3003898360-2023-01414 and #3003898360-2023-01412.